Manufacturer narrative:
On 5/14/2018, mentor received information that the patient ethnicity is hispanic. The device history record (DHR) was reviewed on 5/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 400cc saline prosthesis, catalog: 3501630, serial number: (B)(4), lot: 5797370. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast with a mentor smooth round moderate profile 400cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed on both the left and right breast prostheses through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 400cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed on both the left and right breast prostheses through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device was appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).